Event description:
It was reported while loading a patient into the ambulance the legs of the stretcher would allegedly not raise properly and while trying to get the legs to raise the stretcher shifted to the left resulting in an alleged back injury to a medic. The patient was not injured and the legs were able to be lifted on a second attempt and the transport was completed with no further issue. The medic did seek medical intervention at the hospital and was released with pain medication. Details of the nature of injury and outcome have not been provided.

Event description:
It was reported while loading a patient into the ambulance the legs of the stretcher would allegedly not raise properly and while trying to get the legs to raise the stretcher shifted to the left resulting in an alleged back injury to a medic. The patient was not injured and the legs were able to be lifted on a second attempt and the transport was completed with no further issue. The medic did seek medical intervention at the hospital and was released with pain medication. Details of the nature of injury and outcome have not been provided.

Manufacturer narrative:
An authorized field technician was dispatched to the complainant's site to conduct a visual and functional evaluation. The reported issue could not be duplicated and the stretcher legs were found to be operating as intended. Cause of the reported issue could not be determined. No followup or additional information regarding the alleged medic injury has been received.